Event description:
A report was received that the patient was experiencing shocking sensation at the implant site. The patient underwent an explant procedure. No further information could be obtained.